Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code is hrs. (B)(4). (B)(6). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: mar 1, 2016. Expiration date: feb 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a lower leg open reduction and internal fixation (orif) procedure, the cortex screw broke at the screw head during insertion. The surgeon opted not to remove the broken screw shaft and it was retained in the patient. The procedure was successfully completed. There was a surgical delay of unknown duration due to the reported event. There are no apparent abnormalities so far. The surgeon is planning to extract the screw shaft when the plate is extracted after the bone is healed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the broken product was returned in a packaging different from the original packaging. The laser marking was readable. The broken shaft was not delivered with the broken head. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All complaint relevant and measurable dimensions were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Exact root for this screw breakage could not be identified. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.